Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the sampling manifold on the oxygenator had a crack allowing air to be drawn in. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.